Event description:
The patient reported strange sound coming from the driver. After three days some grease and black dust was spotted on air outflow so freedom driver changed out. Patient switched to backup driver without adverse impact.

Manufacturer narrative:
Device history record (DHR) review confirmed that freedom driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found two new alarms, indicating right driver pressure too low for long enough to be a permanent time out and secondary motor voltage too high. Secondary motor voltage alarm likely occurred during data file extraction where it was also noted that a loud grinding sound could be heard while the driver was running. Visual inspection of external components found damage to the display cover and fan cover. Visual inspection of internal components found rear housing is cracked, the anchor boss is damaged, and black debris was found in multiple areas of the driver. Freedom driver passed all areas of functional testing for acceptance at incoming inspection. Additional inspection completed after the grinding noise was observed found that the primary motor felt loose and was the cause of the black debris within the driver. A known functional primary motor was installed and driver operated without the grinding noise. Failure investigation for this complaint confirmed the reported issue during initial inspection. The customer complaint was replicated during testing; the root cause of the reported noise was determined to be a nonconforming primary motor-gearbox and wear on the planet gears due to misalignment. This is a known issue unrelated to the manufacture or assembly of the device and occurs with wear of the driver over time. Failure investigation identified no test failures or damage that could have contributed to the complaint. Debris found within the driver is a known issue caused by friction within the primary motor and damage found to other components was cosmetic only and would not affect the functionality of the driver. Patient was switched to a backup driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
The patient reported strange sound coming from the driver. After three days some grease and black dust was spotted on air outflow so freedom driver changed out. Patient switched to backup driver without adverse impact.